Event description:
Technician alleged that the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician adjusted the brake casters until the brake casters would lock when brakes are set to resolve the issue.